Manufacturer narrative:
The suspect device was returned and evaluated by qa and engineering. Although the device was badly damaged during use and/or repackaging for return, the investigation revealed a possible leak in an infusate line joint, which could have occurred during manufacturing. The investigation is ongoing and appropriate action, if necessary, will be considered. A full evaluation summary will be sent in a follow-up report as required.